Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 240-283 mg/dl at the time of event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the occlusion issue could not be verified.